Event description:
It was reported that the tip of two needles broke off in the patient. The pieces were lodged into the patient surgical area. The surgeon could not retrieve the broken tips. The x-rays showed the needles were in an area where it would not harm patient, according to the surgeon. Surgeon decided to continue with the case and successfully completed it. The case was a rotator cuff repair

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The event needles were not returned therefore the complaint could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Event device was not returned.